Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): battery - high impedance; the elective replacement indicator (eri) is the result of high internal battery resistance.

Event description:
It was reported that the device tripped elective replacement indicator just a few days after software load. Device longevity is being questioned. The device was explanted and replaced. No patient complications have been reported as a result of this event.